Event description:
The customer reported the loss of fluoroscopy x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.